Event description:
It was reported the customer had a stress crack on their insulin pump. It was also found the customer has been receiving no delivery alarms. The customer's mother was advised to call back to troubleshoot for the no delivery alarms. Customer's blood glucose was 150 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.